Manufacturer narrative:
(B)(4). The set has been received and the eval is pending. A f/u report will be submitted once the failure investigation has been completed.

Event description:
The anesthesia department reported to extension set stopcocks are cracking and leaking and in some instance, they completely fall off. No pt harm and no medical intervention required. Although requested, no add'l pt or event info was provided.